Manufacturer narrative:
(B)(4).

Event description:
Procedure type: fundoplication. According to the reporter: refer to (B)(4) for the reload. The device caused a hole in ventricle, which had to be closed separately. The needle took part of the tissue and made the hole in the ventricle. Additional information requested via mail.